Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headache and nausea. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient was alleged to be experiencing headache and nausea. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center visually inspected the device and found contamination inside the device from dust/dirt. In addition, there were several error codes present. Error code e-7 (err_software) which is a reboot error due to a failed cpu component. Error code e-22 (err_motor_flux_magnitude) which is a reboot error due to a failed motor connection, blower box, or failed pca component. Error code e-53 (err_comp_log_sem_ timeout) which is a continue error due to a failed pca component. Error code 101 (err_humid_max_temp) which is a continue error due to a failed heater plate component. There was no evidence of foam particles or degradation. The device was scrapped. In the previous report, the manufacturer reported the manufacturer become aware date and the date of the event as 08/18/2021. The manufacturer become aware date, and the date of the event should have been reported as 08/12/2021. The manufacturer has updated section b in this report. The manufacturer has updated section h in this report.